Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in-clinic with chest tightness and dizziness. Later it was noted that the pacemaker failed to be interrogated due to premature battery depletion. As a resolution the pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery and failure to interrogate were confirmed. The device was received with no output and no telemetry communication. The device was cut open for further testing and the battery was found at eol level. Further testing with external power source revealed no indications of high current drain. The device¿s battery was sent to the vendor for analysis and no anomalies were found. No battery defects were identified during the destructive analysis that contributed to premature battery depletion. Further hybrid testing performed with an external power source did not identify any functional issues after powering up. The reported event is consistent with a hybrid anomaly.